Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
During service at baxter, a technician discovered a failure (B)(4) in the event history that was due to the ail pcb (air in line printed circuit board) was out of calibration. There was no patient injury or medical intervention necessary. No additional information is available. The user interface module software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The assignable cause was the ail pcb was out of calibration. The ail pcb was recalibrated. A follow-up medwatch report will be submitted if additional information becomes available.